Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging no power issue. It was reported that the pump would not power on after changing the batteries several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2013 with the following findings:a review of the device history revealed multiple pump reboots and replace battery alarms. The pump was powered on and the rewind, load, and prime steps were completed successfully. The pump was exercised for 24 hours with no power interruptions. No damage was observed to the battery compartment and the battery cap secured to the pump properly. The battery cap was loosened with no loss of power and the cap was measured to be within specifications. The pump case was opened and no damage to the power circuits was found.